Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 255 mg/dl at the time of the incident. Customer states she went swimming today and wore her insulin pump because she was told it was waterproof, the insulin pump started beeping and the screen was blank she tried changing out the battery but it is still not working. Customer is not calling back after receiving a new battery cap. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to severe corrosion on all electronic assemblies. The device was unable to verify the audio and beep anomalies due to blank display. The insulin pump was received with corrosion on the force sensor assembly, corroded motor home switch and corroded battery tube.